Event description:
It was reported that the air in line was defective. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the air sensor, downstream occlusion(dso) seal and sensor were damaged. The root cause is due to the damaged air and dso sensor. Both sensors and dso seal was replaced.